Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave hybrid intra aortic balloon pump (iabp) had air leak. Fse found leak at cart helium gauge. No patient involved.